Event description:
The customer reported that they were receiving an intermittent red x, and ops check failure. There is not enough info to determine the product malfunction; however a product malfunction was indicated by the customer's description. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.